Manufacturer narrative:
Reported event: an event regarding revision of a triathlon insert component due to instability was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was not returned. However an image of the insert was provided. There is evidence of pitting in the posterior edges of the insert. The locking wire is still attached. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated a medical review could not be performed as additional records such as operative reports, dated x-rays and clinical/past medical history are required. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the reported event could not be determined because insufficient information was provided. Further information such as operative reports, dated x-rays and clinical/past medical history are needed to complete the investigation for determining a root cause.

Event description:
Revision of x3 uhmwpe for instability. Replaced with new implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision of x3 uhmwpe for instability. Replaced with new implant.